Event description:
Material # 386862 batch # 4237744 it was reported that the us cathena 20gx1.00in straight bc leaked. The following information was provided by the initial reporter: it was reported by customer that the 20g safety catheters have been leaking when the IV is started. Verbatim: 1. Could you please conform the number of occurrences for 18 gauge? Approximately 20 2. It was mentioned as "issue reported by 4 rn", kindly conform the number of patients involved for both 20g & 18g respectively. 20g 25-30 patients & 18g respectively. 20 patients. Customer response received on 11-feb-2025 the incident was reported by 4 nurses to management on 02-03-25 both 20 g lot number 01-00382903868629 exp 08-31-2027 lot number 4237744 and 18 gauge ( package given to lori ) patient did not experience any harm, rn was exposed to blood leaking over the bed to the floor since the valve that prevents blood from leaking out did not work no product available at this time.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Due to a manufacturing defect, there is potential for a hole in the septum of the cathena 18- and 20-gauge catheters. The hole may result in blood leakage from the septum during insertion. The blood leakage may cause blood exposure or the need for a second IV to be placed. The replacement of the IV may result in a brief delay in therapy which would not be expected to result in an adverse event. Bd has identified root cause and initiated corrective actions to prevent recurrence of this issue.